Event description:
The sales rep reports that during a hand assisted lap nephrectomy procedure, the top membrane ripped. Got new device to complete procedure. No pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.